Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood.the following information was provided by the initial reporter. The customer stated:it is reported during bdca tech customer also experienced under filling with product 367814.16-april-2021: spoke with bdca tech franca gagliardi, - she explained to me that customer brought up occasionally experiencing underfilling when using product 367814 though it is not a product they use often.

Manufacturer narrative:
D.10. Device available for evaluation?:yes. D.11. D.11.returned to manufacturer on: 05/17/2021. H.6. Investigation summary: bd received 2 samples for investigation of material # 367814, batch # 0087034. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. All tubes were within specification. Additionally, 30 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported during bdca tech customer also experienced under filling with product 367814. (B)(6) 2021: spoke with bdca tech (B)(6), she explained to me that customer brought up occasionally experiencing underfilling when using product 367814 though it is not a product they use often.